Event description:
During a laparoscopic assisted sigmoid resection, 2 possibly 3 endoscopic staplers misfired. Malfunctioned causing physician to convert to an open procedure. Linear cutted atw45 didn't fire accurately. Caused air leak and one pt opened, dr found broken staples. Also 55 linear staples didn't fire accurately. Ecs 29 possibly did not work accurately.